Manufacturer narrative:
(B)(4). Date sent: 7/31/2024. D4: batch # 646c59. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned closed with no apparent damage and with one gst60d reload present. The reload was received fully fired with several b-formed staples on the deck. When the device was opened, it could be opened by hand assistance. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the condition of the internal components and interaction was noted between trigger clamping and button clam release. Additionally, a photo was provided and it showed the condition of the reported event. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the device has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 646c59, and no non-conformances were identified. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? The jaw opened when the surgeon was re-gripping it several times with it closed. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? The jaw opened when the surgeon was re-gripping it several times with it closed. Did the jaws eventually open? Yes. The knife did not open in the retracted position, the knife opened when the jaws were re-gripped several times in the closed position. The procedure was laparotomy no bleeding or tissue damage. The patient is stable.

Event description:
It was reported that during an open colon resection, feea after the third firing the trigger opened about 2/3 of the way but the jaws did not open. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.